Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately 3 years post implantation, the patient's compress knee system collapsed and resulted in significant limb length discrepancy. A revision has been planned, but not yet occurred. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of radiographs. X-rays identified that the distal femoral resection had collapsed and there was associated narrowing of the joint space. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.